Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a solid white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device displayed a solid white screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. The device's ui pcba was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed ui pcba and capacitor c181 on the ui pcba was determined to be the cause of the reported issue.